Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5071362) on 18-aug-2017. The most recent information was received on 02-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain"), menorrhagia ("extremely heavy periods"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("cramping"), weight increased ("weight gain") and menstrual disorder ("passing very large clots") in a female patient who had essure inserted. Concomitant products included primidone and rizatriptan (maxalt). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 days after insertion of essure, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criterion disability), migraine (seriousness criterion disability), fatigue (seriousness criterion disability), weight increased (seriousness criterion disability) and menstrual disorder (seriousness criterion disability). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, menorrhagia, migraine, fatigue, abdominal pain lower, weight increased and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, fatigue, menorrhagia, menstrual disorder, migraine and weight increased with essure. Most recent follow-up information incorporated above includes: on 2-feb-2018: content from medical records via social media hysterectomy was added for the event back pain and case became incident from device other event. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 18-aug-2017. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain on the left side"), dyspareunia ("painful intercourse"), pelvic pain ("pain/ob pain"), menorrhagia ("extremely heavy periods"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("cramping"), the first episode of weight increased ("weight gain"), menstrual disorder ("passing very large clots/unusual periods"), adenomyosis ("adenomyosis"), hyperplasia ("hyperplasia with atypia"), dyspepsia ("digestive issues") and genital haemorrhage ("unusual bleeding") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sleeve gastrectomy in (B)(6) 2015. Concurrent conditions included body mass index normal, colonoscopy since 2015 and endoscopy since 2015. Concomitant products included primidone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced the first episode of weight increased (seriousness criterion disability). In (B)(6) 2012, the patient experienced anxiety ("anxiety,"). In (B)(6) 2012, the patient experienced anaemia ("anemia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("unusual periods and painful periods,"). In (B)(6) 2013, the patient experienced dyspepsia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2015, the patient experienced arthralgia ("hip pain"). In (B)(6) 2017, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required). In (B)(6) 2017, the patient experienced adenomyosis (seriousness criterion medically significant) and hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), migraine (seriousness criterion disability), fatigue (seriousness criterion disability), the second episode of weight increased ("weight gain,"), abdominal pain ("abdominal pain") and asthenia ("low energy levels"). The patient was treated with rizatriptan (maxalt), alprazolam, lidocaine, surgery (total vaginal hysterectomy/ left salpingo-oophoertomy/ right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, dysmenorrhoea and anaemia had resolved, the dyspareunia, pelvic pain, abdominal pain lower, menstrual disorder, adenomyosis, hyperplasia, dyspepsia, genital haemorrhage, anxiety, ovarian cyst, the last episode of weight increased and abdominal pain outcome was unknown, the migraine, fatigue and asthenia was resolving and the arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, fatigue, menorrhagia, menstrual disorder, migraine and the first episode of weight increased with essure. The reporter considered abdominal pain, adenomyosis, anaemia, anxiety, arthralgia, asthenia, dysmenorrhoea, dyspareunia, dyspepsia, genital haemorrhage, hyperplasia, ovarian cyst, pelvic pain and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On (B)(6) 2011 were hysterosalpingogram performed. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet was received and the following information was provided: events onset date; treatment and outcome. She does not recall date of onset for pain with sexual intercourse and migraines. Hysterectomy was reported as treatment for pain with intercourse, back pain, adnomyosis and hyperplasia with atypia, pelvic pain. Fatigue outcome was updated to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5071362) on 18-aug-2017. The most recent information was received on 26-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain on the left side'), dyspareunia ('painful intercourse /pain with intercourse'), pelvic pain ('pain/ob pain'), menorrhagia ('extremely heavy periods'), migraine ('migraines'), fatigue ('fatigue'), abdominal pain lower ('cramping'), menstrual disorder ('passing very large clots/unusual periods'), adenomyosis ('adenomyosis'), hyperplasia ('hyperplasia with atypia'), dyspepsia ('digestive issues'), genital hemorrhage ('unusual bleeding') and multiple episodes of weight increased ('weight gain', 'weight gain,') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleeve gastrectomy in (B)(6) 2015. Concurrent conditions included colonoscopy since 2015, endoscopy since 2015 and body mass index normal. Concomitant products included primidone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have the first episode of weight increased (seriousness criterion disability). In (B)(6) 2012, the patient experienced anxiety ("anxiety,"). In (B)(6) 2012, the patient experienced anaemia ("anemia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital hemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("unusual periods and painful periods,"). In (B)(6) 2013, the patient experienced dyspepsia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2015, the patient experienced arthralgia ("hip pain"). In (B)(6) 2017, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required). In (B)(6) 2017, the patient experienced adenomyosis (seriousness criterion medically significant) and hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), migraine (seriousness criterion disability), fatigue (seriousness criterion disability), abdominal pain ("abdominal pain"), asthenia ("low energy levels"), ovulation pain ("painful ovulation"), uterine enlargement ("enlarged uterus"), cervical cyst ("cervical cyst"), polymenorrhoea ("I had two periods weeks ago , another 2 weeks before that and I started another period saturday"), diverticulitis ("diverticulitis") and constipation ("constipation") and was found to have the second episode of weight increased ("weight gain,"). The patient was treated with alprazolam, lidocaine, rizatriptan benzoate (maxalt), iron infusions, surgery (hysterectomy, total vaginal hysterectomy/ left salpingo-oophoertomy/ right salpingectomy and hysterectomy), colonoscopy, endoscopy and gastric sleeve. Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, dysmenorrhoea and anaemia had resolved, the dyspareunia, pelvic pain, abdominal pain lower, menstrual disorder, adenomyosis, hyperplasia, dyspepsia, genital hemorrhage, anxiety, ovarian cyst, the last episode of weight increased, abdominal pain, ovulation pain, uterine enlargement, cervical cyst, diverticulitis and constipation outcome was unknown, the migraine, fatigue and asthenia was resolving and the arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, cervical cyst, fatigue, menorrhagia, menstrual disorder, migraine, ovulation pain, polymenorrhoea, uterine enlargement and the first episode of weight increased with essure. The reporter considered abdominal pain, adenomyosis, anaemia, anxiety, arthralgia, asthenia, constipation, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, genital hemorrhage, hyperplasia, ovarian cyst, pelvic pain and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. (B)(6) 2011 were hysterosalpingogram performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: severe cramping, pelvic pain, back pain, periods every 3 weeks, very heavy, large clots that hurt to pass, ovarian cyst, fatigue, anemia, migraines, painful ovulation, enlarged uterus, cervical cyst, diverticulitis, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5071362) on 18-aug-2017. The most recent information was received on 05-oct-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right side was partially dislodged'), back pain ('back pain on the left side'), dyspareunia ('painful intercourse /pain with intercourse'), pelvic pain ('pain/ob pain'), menorrhagia ('extremely heavy periods'), migraine ('migraines'), fatigue ('fatigue'), abdominal pain lower ('cramping'), menstrual disorder ('passing very large clots/unusual periods'), adenomyosis ('adenomyosis'), hyperplasia ('hyperplasia with atypia'), dyspepsia ('digestive issues'), genital haemorrhage ('unusual bleeding') and multiple episodes of weight increased ('weight gain', 'weight gain,') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleeve gastrectomy in (B)(6) 2015, chest discomfort in (B)(6) 2015, diabetes mellitus in (B)(6) 2015, dysfunctional uterine bleeding in (B)(6) 2015, nephrectomy, multicystic dysplastic kidney, hemochromatosis, migraine, irritable bowel syndrome, pre-eclampsia, cyst removal and ovarian mass. (B)(6) 2011 were hysterosalpingogram performed. Concurrent conditions included colonoscopy since 2015, endoscopy since 2015 and body mass index normal. Concomitant products included omeprazole, primidone and rizatriptan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have the first episode of weight increased (seriousness criterion disability). In (B)(6) 2012, the patient experienced anxiety ("anxiety,"). In (B)(6) 2012, the patient experienced anaemia ("anemia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("unusual periods and painful periods,"). In (B)(6) 2013, the patient experienced dyspepsia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2015, the patient experienced arthralgia ("hip pain"). In (B)(6) 2017, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required). In (B)(6) 2017, the patient experienced adenomyosis (seriousness criterion medically significant) and hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), migraine (seriousness criterion disability), fatigue (seriousness criterion disability), abdominal pain ("abdominal pain"), asthenia ("low energy levels"), ovulation pain ("painful ovulation"), uterine enlargement ("enlarged uterus"), cervical cyst ("cervical cyst"), polymenorrhoea ("I had two periods weeks ago , another 2 weeks before that and I started another period saturday"), diverticulitis ("diverticulitis") and constipation ("constipation") and was found to have the second episode of weight increased ("weight gain,"). The patient was treated with alprazolam, lidocaine, rizatriptan benzoate (maxalt), iron infusions, surgery (total vaginal hysterectomy/ left salpingo-oophoertomy/ right salpingectomy, total vaginal hysterectomy/ left salpingo-oophoertomy/ right salpingectomy cystoscopy and hysterectomy), colonoscopy, endoscopy and gastric sleeve. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain lower, menstrual disorder, adenomyosis, hyperplasia, dyspepsia, genital haemorrhage, anxiety, ovarian cyst, the last episode of weight increased, abdominal pain, ovulation pain, uterine enlargement, cervical cyst, diverticulitis and constipation outcome was unknown, the back pain, menorrhagia, dysmenorrhoea and anaemia had resolved, the migraine, fatigue and asthenia was resolving and the arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, cervical cyst, fatigue, menorrhagia, menstrual disorder, migraine, ovulation pain, polymenorrhoea, uterine enlargement and the first episode of weight increased with essure. The reporter considered abdominal pain, adenomyosis, anaemia, anxiety, arthralgia, asthenia, constipation, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, genital haemorrhage, hyperplasia, ovarian cyst, pelvic pain and the second episode of weight increased to be related to essure. The reporter commented: 2 trailing coils seen on left and 2 trailing coil left on right the right side was partially dislodged when I clamped across the utero-ovarian pedicle on that side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound kidney - on (B)(6) 2011: impression: absent left kidney. Otherwise unremarkable renal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: severe cramping, pelvic pain, back pain, periods every 3 weeks, very heavy, large clots that hurt to pass, ovarian cyst, fatigue, anemia, migraines, painful ovulation, enlarged uterus, cervical cyst, diverticulitis, constipation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , genital haemorrhage, menorrhagia and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received. Reporter information, medical history added. Event: the right side was partially dislodged added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5071362) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain on the left side"), menorrhagia ("extremely heavy periods"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("cramping"), the first episode of weight increased ("weight gain"), menstrual disorder ("passing very large clots/unusual periods") and genital haemorrhage ("unusual bleeding") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric operation in march 2015. Concurrent conditions included body mass index, colonoscopy since 2015 and endoscopy since 2015. Concomitant products included primidone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criterion disability), migraine (seriousness criterion disability), fatigue (seriousness criterion disability), abdominal pain lower (seriousness criterion disability), the first episode of weight increased (seriousness criterion disability), menstrual disorder (seriousness criterion disability), pelvic pain ("pain/ob pain"), dysmenorrhoea ("unusual periods and painful periods,"), anxiety ("anxiety,"), anaemia ("anemia"), adenomyosis ("adenomyosis"), hyperplasia ("hyperplasia with atypia"), ovarian cyst ("ovarian cysts,"), the second episode of weight increased ("weight gain,"), dyspepsia ("digestive issues"), dyspareunia ("painful intercourse "), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), asthenia ("low energy levels") and arthralgia ("hip pain"). The patient was treated with rizatriptan (maxalt), alprazolam and surgery (total vaginal hysterectomy/ left salpingo-oophoertomy/ right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, dysmenorrhoea and anaemia had resolved, the migraine and asthenia was resolving, the fatigue, abdominal pain lower, menstrual disorder, pelvic pain, anxiety, adenomyosis, hyperplasia, ovarian cyst, the last episode of weight increased, dyspepsia, dyspareunia, abdominal pain and genital haemorrhage outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, fatigue, menorrhagia, menstrual disorder, migraine and the first episode of weight increased with essure. The reporter considered abdominal pain, adenomyosis, anaemia, anxiety, arthralgia, asthenia, dysmenorrhoea, dyspareunia, dyspepsia, genital haemorrhage, hyperplasia, ovarian cyst, pelvic pain and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. (B)(6) 2011 were hysterosalpingogram performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, new reporter, patient demographic information,lab data, essure indication, start stop date and event pain ,unusual periods and painful periods, unusual bleeding,anxiety, anemia, adenomyosis, and hyperplasia with atypia, ovarian cysts, weight gain and digestive issues , painful intercourse , abdominal pain, low energy levels, hip pain were added.event outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5071362) on 18-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain on the left side"), dyspareunia ("painful intercourse /pain with intercourse"), pelvic pain ("pain/ob pain"), menorrhagia ("extremely heavy periods"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("cramping"), the first episode of weight increased ("weight gain"), menstrual disorder ("passing very large clots/unusual periods"), adenomyosis ("adenomyosis"), hyperplasia ("hyperplasia with atypia"), dyspepsia ("digestive issues") and genital haemorrhage ("unusual bleeding") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleeve gastrectomy on (B)(6) 2015. Concurrent conditions included body mass index normal, colonoscopy since 2015 and endoscopy since 2015. Concomitant products included primidone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have the first episode of weight increased (seriousness criterion disability). On (B)(6) 2012, the patient experienced anxiety ("anxiety,"). On (B)(6) 2012, the patient experienced anaemia ("anemia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("unusual periods and painful periods,"). On (B)(6) 2013, the patient experienced dyspepsia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced arthralgia ("hip pain"). On (B)(6) 2017, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required). On (B)(6) 2017, the patient experienced adenomyosis (seriousness criterion medically significant) and hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), migraine (seriousness criterion disability), fatigue (seriousness criterion disability), abdominal pain ("abdominal pain"), asthenia ("low energy levels"), ovulation pain ("painful ovulation"), uterine enlargement ("enlarged uterus"), cervical cyst ("cervical cyst") and polymenorrhoea ("I had two periods weeks ago , another 2 weeks before that and I started another period saturday") and was found to have the second episode of weight increased ("weight gain,"). The patient was treated with alprazolam, lidocaine, rizatriptan benzoate (maxalt), iron infusions, surgery (hysterectomy, total vaginal hysterectomy/ left salpingo-"oophorectomy"/ right salpingectomy and hysterectomy), colonoscopy, endoscopy and gastric sleeve. Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, dysmenorrhoea and anaemia had resolved, the dyspareunia, pelvic pain, abdominal pain lower, menstrual disorder, adenomyosis, hyperplasia, dyspepsia, genital haemorrhage, anxiety, ovarian cyst, the last episode of weight increased, abdominal pain, ovulation pain, uterine enlargement and cervical cyst outcome was unknown, the migraine, fatigue and asthenia was resolving and the arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, cervical cyst, fatigue, menorrhagia, menstrual disorder, migraine, ovulation pain, polymenorrhoea, uterine enlargement and the first episode of weight increased with essure. The reporter considered abdominal pain, adenomyosis, anaemia, anxiety, arthralgia, asthenia, dysmenorrhoea, dyspareunia, dyspepsia, genital haemorrhage, hyperplasia, ovarian cyst, pelvic pain and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On (B)(6) 2011 were hysterosalpingogram performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: severe cramping, pelvic pain, back pain, periods every 3 weeks, very heavy, large clots that hurt to pass, ovarian cyst, fatigue, anemia, migraines. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: painful ovulation, enlarged uterus and cervical cyst. Most recent follow-up information incorporated above includes: on 31-jan-2019: social media report received: reporter information added. Events - painful ovulation, enlarged uterus and cervical cyst and polymenorrhoea were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5071362) on 18-aug-2017. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain on the left side'), dyspareunia ('painful intercourse /pain with intercourse'), pelvic pain ('pain/ob pain'), menorrhagia ('extremely heavy periods'), migraine ('migraines'), fatigue ('fatigue'), abdominal pain lower ('cramping'), menstrual disorder ('passing very large clots/unusual periods'), adenomyosis ('adenomyosis'), hyperplasia ('hyperplasia with atypia'), dyspepsia ('digestive issues'), genital haemorrhage ('unusual bleeding') and multiple episodes of weight increased ('weight gain', 'weight gain,') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleeve gastrectomy in (B)(6) 2015. Concurrent conditions included colonoscopy since 2015, endoscopy since 2015 and body mass index normal. Concomitant products included primidone. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient was found to have the first episode of weight increased (seriousness criterion disability). In (B)(6) 2012, the patient experienced anxiety ("anxiety,"). In (B)(6) 2012, the patient experienced anaemia ("anemia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("unusual periods and painful periods,"). In (B)(6) 2013, the patient experienced dyspepsia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2015, the patient experienced arthralgia ("hip pain"). In (B)(6) 2017, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required). In (B)(6) 2017, the patient experienced adenomyosis (seriousness criterion medically significant) and hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), migraine (seriousness criterion disability), fatigue (seriousness criterion disability), abdominal pain ("abdominal pain"), asthenia ("low energy levels"), ovulation pain ("painful ovulation"), uterine enlargement ("enlarged uterus"), cervical cyst ("cervical cyst"), polymenorrhoea ("I had two periods weeks ago , another 2 weeks before that and I started another period saturday"), diverticulitis ("diverticulitis") and constipation ("constipation") and was found to have the second episode of weight increased ("weight gain,"). The patient was treated with alprazolam, lidocaine, rizatriptan benzoate (maxalt), iron infusions, surgery (hysterectomy, total vaginal hysterectomy/ left salpingo-oophoertomy/ right salpingectomy and hysterectomy), colonoscopy, endoscopy and gastric sleeve. Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, dysmenorrhoea and anaemia had resolved, the dyspareunia, pelvic pain, abdominal pain lower, menstrual disorder, adenomyosis, hyperplasia, dyspepsia, genital haemorrhage, anxiety, ovarian cyst, the last episode of weight increased, abdominal pain, ovulation pain, uterine enlargement, cervical cyst, diverticulitis and constipation outcome was unknown, the migraine, fatigue and asthenia was resolving and the arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, cervical cyst, fatigue, menorrhagia, menstrual disorder, migraine, ovulation pain, polymenorrhoea, uterine enlargement and the first episode of weight increased with essure. The reporter considered abdominal pain, adenomyosis, anaemia, anxiety, arthralgia, asthenia, constipation, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, genital haemorrhage, hyperplasia, ovarian cyst, pelvic pain and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. (B)(6) 2011 were hysterosalpingogram performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: severe cramping, pelvic pain, back pain, periods every 3 weeks, very heavy, large clots that hurt to pass, ovarian cyst, fatigue, anemia, migraines, painful ovulation, enlarged uterus, cervical cyst, diverticulitis, constipation. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events:diverticulitis, constipation added and reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.